Event description:
It was reported that the insulin pump had a cut on the keypad's top arrow button, which had intermittent response. The blood glucose reading was 176 mg/dl. The customer stated that she had been rock climbing and the device was caught on some sharp rocks. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump was received with intermittent button response due to flattened up button dome switch. The device was also received with a minor scratched display window, cracked case display window corner, and scratched overlay keypad button.